Manufacturer narrative:
Device not returned to manufacturer.

Event description:
During procedure, the physician was unable to advance the delivery system¿s inner body to the stent¿s proximal marker due to resistance; therefore, it was removed. It was reported that upon inspection of the delivery system, it was found that a ¿small portion of the stent had been deployed accidentally¿. There were no reported clinical consequences to the patient.

Event description:
During procedure the physician was unable to advance the delivery system¿s inner body to the stent¿s proximal marker due to resistance; therefore, it was removed. It was reported that upon inspection of the delivery system, it was found that a ¿small portion of the stent had been deployed accidentally¿. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body catheter was kinked and compressed. The stent was partially protruding through the distal end of the outer body catheter. The inner body was kinked. Friction was noted when moving the inner body in the outer body, likely due to the observed anomalies. No anomalies were observed on the stent. While there are several potential causes for the reported partial deployment during use, based on the information available it was not possible to determine the most probable cause for the reported event.